Event description:
The customer has reported that the lcd screen on the bottom right hand corner is not allowing for the touch response. The icons used to temporarily change the vacuum pressure do not activate. There have been no pt consequences reported. The breast biopsies have been completed.